Event description:
One patient with discrepant results reported. No adverse events reported in association with the incorrect results. Initial glucose 94.8 mg/dl, repeated 3 times on same analyzer giving results of 242.5, 96.8 and 95.5 mg/dl. Same sample repeated twice on different analyzer, same methodology giving results of 98.4 and 96.8 mg/dl. The erroneous result (242.5 mg/dl) was reported. Initial co2 result 24.8 mmol/l, repeated twice giving results of 31.8 and 25.1 mmol/l. The field service representative found the cause of the discrepancy to the bad reagent packs which were replaced. Performance tests were performed.